Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of DHR, lot history, and manufacturing mitigation's did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thickened leaflet was unable to be confirmed and the complaint for motion restriction was confirmed from echo report. As reported, ''review of 2yr echo shows concern for abnormal echo. Thickened valve leaflets with reduced mobility and a mean gradient in the 40s''. Per IFU, structural valve deterioration (leaflet thickening) are potential adverse events associated with the use of valve. There are several factors that can cause development of thickened leaflets, including, thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). There are several patient and/or procedural factors that alone or in combination that could impact leaflet motion, including thickening of the leaflet, pannus growth, thrombosis, calcification, malposition of the valve, over/under expansion of the valve. Although leaflet thickening was noted on the provided echo report, evaluation shows insufficient information to confirm the observation. Due to insufficient information, a root cause is unable to be determined. Since no manufacturing non-conformance's or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Event description:
As reported from a clinical study, approximately 2 years post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, thickened valve leaflet with leaflet motion restriction and increased gradient of 51mmhg was noted on echo. The valve was explanted approximately 3 years post tavr due to symptoms related to systolic anterior motion of the mitral valve. The patient is stable post procedure.